Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, undersensing was noted on the device. Device reprogramming is anticipated to be performed, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.